Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an implant, a dent was observed on the back of the device. The device interrogated normally. The device was replaced.

Manufacturer narrative:
The reported dent was confirmed in the laboratory. The dent was found to be within the manufacturing specifications.